Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the right atrial lead. The noise was also noted during in-clinic follow-up. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that the insulation was abraded at 40.3cm to 40.4cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.